Event description:
Related manufacturer reference 3005334138-2015-00076. During a cardiac ablation procedure, the patient developed complete heart block. A flexibality ablation catheter was inserted through a fast cath ramp introducer and geometry creation was initiated. As the ablation catheter was extended out of the introducer, the patient developed a 3:1/2:1 av block. The procedure was terminated and a dual chamber pacemaker was implanted. The patient was stabilized and was discharged the next day with a paced rate of 60 beats per minute. There were no performance issues with any sjm device.

Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported av block may have been procedure related. Per the IFU, conduction system disturbances are a known risk during the use of this device.